Event description:
It was reported that the patient presented in clinic for a normal follow-up. The atrial lead exhibited noise. The noise was not reproducible with provocative testing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.